Manufacturer narrative:
The customer¿s test strips were requested for return. The product has not been received at this time and is not expected to be returned. If the product is returned in the future, a follow-up report will be submitted. Test strip retention samples passed the internal inspection. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined. Unique identifier (UDI) (B)(4).

Event description:
The initial reporter received questionable glucose results with an accu-chek inform ii meter serial number (B)(4). At 17:23, the patient's glucose result was 36 mg/dl, and the patient's repeat glucose result with the same meter was 108 mg/dl. The customer could not confirm if the same vial of test strips were used for the initial and repeat tests.